Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically encountering cgm error 42 with the g7 sensor. There was no adverse impact on the caller's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After completing the reset, the cgm error code did not reappear, and the caller was able to successfully start their sensor session.